Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31430303l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro and the patient experienced pericardial effusion that required pericardial drainage and prolonged hospitalization. After the procedure, they checked to see if there was a pericardial effusion present by echocardiography, and there was a pericardial effusion. Pericardial drainage was performed. The patient was under observation in the intensive care unit (ICU) and the hospitalization was prolonged (scheduled to last about a week). The patient improved. Atrial septal puncture was performed with rf needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed. The physician had no idea where the tamponade had occurred. No abnormalities were observed prior to or during the use of the product. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
On 15-jan-2025, additional information was received indicating the patient improved and was been discharged from the hospital. The patient did not require extended hospitalization. As such, the h6. Health effect - impact code has been updated from hospitalization or prolonged hospitalization (f08) to recognised device or procedural complication (f15). Additional concomitant products have been added to section d10. Concomitant medical products. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).